Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed an the reported issue was unable to be duplicated. The results of the delivery accuracy tests were all within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
It was reported the device failed accuracy testing. No patient involved.